Event description:
A vaxcel pasv standard port was placed for therapeutic purposes. Upon non-functioning of the port, a portagram was done which revealed a fracture in the catheter and extravasation from the clavicular area. The catheter did not break off or migrate. The port was replaced later on.

Event description:
A vaxcel pasv standard port was placed for therapeutic purposes. Upon non-functioning of the port, a portagram was done which revealed a fracture in the catheter and extravasation from the clavicular area. The catheter did not break off or migrate. The port was replaced later on.